Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 552 mg/dl. The customer's current blood glucose was 196 mg/dl. The customer provides details regarding symptoms of their high blood glucose episodes such as vomiting. The customer treated with the solution, monitored, emergency medical service dispatched and insulin pump. Customer stated that the performed high pressure test and the test did not pass. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap was flush. Customer did not allege pump was under delivering. The insulin pump will be returned for analysis.